Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient¿s lead was replaced on (B)(6) 2019 due to extreme discomfort caused by the paddle lead. The physician explanted the paddle lead and implanted two perc leads. Issue has been resolved